Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information via an email that the patient with this implantable cardioverter defibrillator (ICD) had passed away. The cause of death is unknown. According to the email, the patient passed away in 1996. This was verified through the social security index. The author of the email stated that the patient had the device for ventricular tachycardia and believed that the device was defective. There was no direct allegation made in regards to the device contributing to the patient's death. There has been no recent activity on this patient's account. It is unknown if the patient was lost to follow up. There has been no return of the device.